Manufacturer narrative:
Month and year of event have been provided, day is unknown. This product has no 510k number as product isn't sold in the us. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer checked the product package box upon arrival, a part of it was found torn (or damaged). The customer was guessing this event may not have been caused during transportation. No patient injury.